Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. The procedure was cancelled. During a concomitant pulse field ablation (pfa) and left atrial appendage closure (laac) procedure, a versacross connect for faradrive was selected for use. The transeptal puncture (tsp) was performed and the physician completed the pfa concomitant portion of the procedure as expected. The versacross wire was advanced into the left superior pulmonary vein (lspv) using 2d intracardiac echo (ice). After the faradrive was removed, the watchman trusteer sheath was prepared and inspected with no abnormalities noted. The system was then advanced into the patient without fluoroscopy or transesophageal echocardiography (tee). When fluoroscopy was activated, the rf wire was observed to be straight rather than curled, with the sheath and dilator positioned behind it. The physician then called for tee imager to locate the pigtail wire. Tee was unable to locate wire in heart. An effusion was then noted around the appendage and in left ventricle (lv). The patient's blood pressure rapidly dropped to approximately 60/40 mmhg. The physician called for a pericardiocentesis tray and surgical backup. The effusion continued to grow, and the source of the bleed was not able to be located on tee. The physician began pericardiocentesis as the surgical team arrived. The patient remained stable. Over one liter of blood was removed from the pericardium and the decision to open the chest in the lab was made. During surgery, a perforation was located in the laa. The laa was surgically ligated. The patient was stable and sent to recovery in the intensive care unit (ICU). The patient is expected to make a full recovery and was doing well. The physician believes the versacross wire and trusteer dilator went through the back wall of the appendage. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device technical analysis: it was indicated the device was disposed of and unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk analysis: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of pericardial effusion, cardiac trauma, hypotension and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported events of pericardial effusion, cardiac trauma and hypotension are known inherent risks of the versacross connect access solution for faradrive device. Pericardial effusion, cardiac trauma and hypotension are an expected procedural complication addressed within the IFU for the versacross connect access solution for faradrive device. There were no manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. The procedure was cancelled. During a concomitant pulse field ablation (pfa) and left atrial appendage closure (laac) procedure, a versacross connect for faradrive was selected for use. The transeptal puncture (tsp) was performed and the physician completed the pfa concomitant portion of the procedure as expected. The versacross wire was advanced into the left superior pulmonary vein (lspv) using 2d intracardiac echo (ice). After the faradrive was removed, the watchman trusteer sheath was prepared and inspected with no abnormalities noted. The system was then advanced into the patient without fluoroscopy or transesophageal echocardiography (tee). When fluoroscopy was activated, the rf wire was observed to be straight rather than curled, with the sheath and dilator positioned behind it. The physician then called for tee imager to locate the pigtail wire. Tee was unable to locate wire in heart. An effusion was then noted around the appendage and in left ventricle (lv). The patient's blood pressure rapidly dropped to approximately 60/40 mmhg. The physician called for a pericardiocentesis tray and surgical backup. The effusion continued to grow, and the source of the bleed was not able to be located on tee. The physician began pericardiocentesis as the surgical team arrived. The patient remained stable. Over one liter of blood was removed from the pericardium and the decision to open the chest in the lab was made. During surgery, a perforation was located in the laa. The laa was surgically ligated. The patient was stable and sent to recovery in the intensive care unit (ICU). The patient is expected to make a full recovery and was doing well. The physician believes the versacross wire and trusteer dilator went through the back wall of the appendage. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.